Event description:
It was reported by repair work order that reduced brake force due to worn wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.